Event description:
It was reported that during a left arthroscopy rotator cuff repair, they dropped the 1st shaver on the floor and then shut down the pump to connect the new shaver and reset the pump. The patient had a large rotator cuff tear. About 45 minutes into evaluation and débridement of tear, the surgeon noticed the patient`s arm and shoulder were swelling. No cannula used at this time, no pump alarm had sounded but the surgeon felt there was too much pressure from the fluid and he would lose visibility in the joint, so he converted to an open procedure. The outflow suction was on during the use of the cool cut burr. When the pressure was lowered the pump did not react (slow down) in a timely manner. This lead to the patient receiving excess fluid and over pressuring of the joint. However the same pump was used in the next case, a knee scope with no incident. Patient did not require any extended hospital stay.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.